Event description:
Medtronic (covidien) received information that during the preparation of the hyperglide balloon the device was already "popped."

Manufacturer narrative:
Additional information: the device was not returned for analysis. Attempts were made to gather additional information with out success. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation with a guidewire. The solder tip of the guidewire was found to be missing. The guidewire was found damaged at the distal end. Residue build-up was also found on the guidewire at the distal end. Due to the damaged condition of the guidewire it could not be used for testing due to risk of damaging the catheter. An in-house x-pedion guidewire was inserted into and through the catheter without issue. The balloon was inflated and held inflation until test was stopped. The damages found on the guidewire likely contributed to the reported issue. The catheter performed as intended with an in-house guidewire. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. (B)(4).